Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the extrusion and wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had difficulty with wound healing with vns battery replacement as he would pick at his incisions. Generator device history record was reviewed. The generator was sterilized prior to distribution, and the generator met all product specifications prior to distributions. No other relevant information has been received to date.